Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". There was no reported adverse impact to the customer's blood glucose level. Customer changed the cartridge and was able to resume insulin delivery.